Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that "swelling in their right breast which also became painful, a seroma, nodules and stressing about their health problems with their implant". Device was explanted.

Event description:
Healthcare professional reported "induration and granulomatous mass on capsule".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device analysis: visual analysis of the returned device identified "opening, brown particles, underweight." A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is a striated edge opening on anterior side due to surgical damage.